Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between continuous cycling peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler and the adverse event(s) of peritonitis, which warranted hospitalization. Per the patient, the cause of the peritonitis was due to pd therapy (specifics not provided). However, causality cannot be firmly established, as the liberty select cycler was not returned to the manufacturer for evaluation. While there is no objective evidence indicating an association between the liberty select cycler and the patient¿s peritonitis; the liberty select cycler cannot be excluded from having a possible causal or contributory role. Based on the lack of information, pending manufacturer evaluation and no discharge summary, there is insufficient evidence to conclude the root cause of the event. All dialysis treatments include a certain risk of infection because of the decreased immune defenses of patients in established renal failure (erf) and because dialysis techniques increase the potential of microbial contamination. Peritoneal dialysis (pd), and in particular continuous ambulatory pd (capd), is associated with a high risk of infection of the peritoneum, subcutaneous tunnel and catheter exit site. Exit site infection (esi) and tunnel infection (ti) per se pose little risks but the possibility of developing pd peritonitis demands careful attendance to these problems. It is estimated that 12% of cases of esi and ti result in pd peritonitis. As many as 15%-50% of erf patients are on pd, but recurrent or prolonged peritonitis may cause technique failure in pd. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance with supply bag lines are blocked and power failed recovery failed alarms. Technical support advised the patient to reboot the cycler and cancel treatment. During follow-up on (B)(6) 2019, the patient reported being hospitalized on (B)(6) 2019 for peritonitis (specifics not provided) due to pd therapy. As of (B)(6) 2019, the patient remains hospitalized, and no further information is available. Subsequent attempts to obtain additional information have thus far proven unsuccessful.